Event description:
It was reported that during an implant, high impedance was observed. Attempt to reposition the lead was unsuccessful high impedance was still observed. It was also noted that the sensing and capture was not normal. The lead was not used and was replaced. The patient was discharged.

Event description:
New information states that the lead will not be returned for evaluation.

Event description:
New information notes that when capture was tested there was no pacing.